Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they are ready for the implanted neurostimulator to be replaced due to recommendation by the hcp. Replacement is scheduled for (B)(6) 2025. Patient stated the communicator is not working to connect to the implanted device. Agent tried to walk patient through a reset of the communicator but the green light did not turn off and it does not appear to be resetting/ does not flash the multi colors. Pt tried to just power down the communicator but it did not power down the issue was not resolved through troubleshooting. A replacement communicator was sent out. Pt mentioned that she tried to get an EKG for her scheduled procedure but that did not work because it was interfering with the ins. Pt cannot connect to turn the ins off.

Event description:
Patient reported that the battery was low and not working and was unable to be adjusted. Patient reported that implant was replaced and that the issue has been resolved now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.